Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the paddle fabric pulled off the device when the cannula was slid over the device. There was no patient injury.